Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were analyzed for heparin content, all of which were found to be within specification. There is no evidence within the DHR of any issues associated with this manufacturing lot, and there is no objective evidence that identifies the device as the cause of this defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd preset¿ arterial blood collection syringe, the sample clotted, and the sample had to be recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd preset¿ arterial blood collection syringe, the sample clotted, and the sample had to be recollected. No adverse impact was reported regarding the patient or user.